Event description:
During a meniscal repair, it was reported that the t2 anchor did not deploy. Another fast-fix device was used to complete the repair. No patient injuries were reported.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).